Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent an initial right total hip arthroplasty on (B)(6) 2015. Subsequently, the patient reported luxation and dislocation on (B)(6) 2015, which was resolved by closed reduction on (B)(6) 2015. Additional information reported the patient was revised on (B)(6) 2015 due to luxation. The head, cup, and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of birth: (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-05006 and 05007).

Event description:
It was reported that a patient enrolled in a clinical study underwent an initial right total hip arthroplasty on (B)(6) 2015. Subsequently, the patient reported luxation and dislocation on (B)(6) 2015, which was resolved by closed reduction on (B)(6) 2015.